Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported events of the rubber encasing around the black and white connector on the mobile power unit (mpu) patient cable being loose was confirmed. Mpu-20411 was evaluated at the european distribution center (edc), and reported events were confirmed via visual inspection of the returned unit. Mpu-20411 was functionally tested and functioned as intended during analysis; the observed damage did not affect the mpu function. The damaged patient cable was replaced. A complete functional checkout was then performed, and the unit passed all tests. The root cause of the reported events could not be conclusively determined through this analysis. The repaired heartmate mobile power unit, mpu-20411, was returned to the rental/loaner site. The device history records were reviewed and the records revealed mpu-20411 was manufactured in accordance with manufacturing and quality assurance (qa) specifications and was shipped on 02sep2015. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook (rev. G) and section 10 and heartmate 3 instructions for use (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) patient cable's rubber encasing was loose around the black and white connectors.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.